Event description:
Device was hooked up to the suros machine and tested. The tech noticed that there was no suction. Machine was checked to make sure that everything was hooked up securely and it was. Replaced the biopsy device and tested it. The new biopsy probe had the correct suction.